Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insyte-w¿ peripheral venous catheter the catheter was damaged and leakage occurred. The patient required a second dose of medication. The following information was provided by the initial reporter: at about 9 o 'clock, on (B)(6) 2022, the patient received intravenous puncture indwelling needle, but fluid leakage occurred. After needle removal, it was found that the catheter tube was damaged, so a new indwelling needle was replaced and re-injected.

Event description:
It was reported while using bd insyte-w¿ peripheral venous catheter the catheter was damaged and leakage occurred. The patient required a second dose of medication. The following information was provided by the initial reporter: at about 9 o 'clock, on march 6th, the patient received intravenous puncture indwelling needle, but fluid leakage occurred. After needle removal, it was found that the catheter tube was damaged, so a new indwelling needle was replaced and re-injected.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10.